Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient developed atrial fibrillation in the evening on (B)(6) 2021 and was put on intravenous amiodarone. The patient developed hypertension on (B)(6) 2021 late in the evening with a blood pressure of 132/106 and was treated with inotropes. The patient's cardiac arrhythmia resolved without sequelae on (B)(6) 2021. The patient received 4 units of blood for post operation anemia on (B)(6) 2021. The bleeding resolved without sequelae on (B)(6) 2021. The patient was reported to be non-compliant with keeping the driveline anchored despite repeated re-application of anchors. This resulted in repeated trauma to the fresh driveline site and some bloody drainage on (B)(6) 2021. There was concern noted for possibility of infection if this was not corrected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported events (cardiac arrhythmia, bleeding, and hypertension) cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(4), on (B)(6) 2021 and experienced post-operative atrial fibrillation, cardiac arrhythmia, bleeding, hypertension, and difficulty with anchoring the driveline. The patient had no prior history of cardiac arrhythmias before implant. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4), and no further events were reported until (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, hypertension and cardiac arrhythmias as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 1 lists right cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was asymptomatic and was treated with intravenous amiodorone and then switched to oral amiodorone. The arrhythmia did not result in clinical compromise. Hypertension existed prior to implant.